Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, but the noise was not able to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.